Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident is unknown. The customer changed the infusion set and reservoir but the no delivery alarm recurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.